Manufacturer narrative:
Batch review: (B)(4) items manufactured and released on 19-nov-2024. Expiration date: 2029-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came had signs of an infection and the pathogen is unknown. At about 1 month and a half after primary the surgeon performed a washout and revised the head. The surgery was completed successfully.

Manufacturer narrative:
Additional information in filed a2: dob.